Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
Additional follow up conducted with the user facility contact and was advised that. " I no longer even know the name of the pt. We de identify all of the phi so unable to review."